Manufacturer narrative:
Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Unable to confirm no button response due to frozen display. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the customer insulin pump had a blank display and a keypad anomaly. The customer¿s blood glucose was 42 mg/dl at the time of incident. Customer¿s relative stated that the insulin pump went blank after it was submerged in water. Customer stated that the blank display did not resolve even after a new battery was used. Customer's relative also reported that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a low blood glucose of 42 mg/dl and treated . Customer's relative declined low blood glucose troubleshooting. The customer¿s relative was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.